Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported boot issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device power button required several presses to turn the device on. However, once the device powered on, it would power back off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device power button required several presses to turn the device on. However, once the device powered on, it would power back off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
During the course of the device evaluation the ac power adapter used with the device was observed to be faulty. The customer was given a replacement ac power adapter. Stryker further evaluated the returned ac power adapter and determined that the adapter caused the reported issue.